Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the patient spouse stated the patient experienced cramping, a seizure and lost consciousness. Emergency medical services (ems) was called, who administered glucagon and glucose via intravenous (IV) therapy. The cgm displayed 180 mg/dl, but the bg was 40 mg/dl. The patient was not transported to the emergency department (ed); however, because of continuous shoulder pain, the patient went to the ed was diagnosed with a broken shoulder. The patient was admitted and released four days later. At the time of report the patient's shoulder was recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.